Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD), and right ventricular (rv) lead were extracted in order to treat the patients bacteremia. The device and lead will be replaced at a future date. No further patient complications have been reported as a result of this event.